Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection showed that the tubing was pulled out of the in-let port of the bottom y site. Microscopic inspection of the tubing end showed that there is no visible solvent plow ridge and little or no solvent residue on the tubing end. The remainder of the solvent bonds were then pull tested with no failures noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that tubing came loose from the last luer of a clearlink continu-flo solution administration set during infusion. There is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be due to the assembly process during manufacturing. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.